Event description:
It was reported that several years prior to the date of this report a wire broke in the patient¿s back and the system was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377760, lot# v015321, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377760, lot# v016057, implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).